Manufacturer narrative:
H3: product ID# 97715, sn (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jun-13 rpl 432464 (B)(6) (con): information was received from a patient regarding an external device. It was reported that they were unable to charge their implanted neurostimulator (ins). Patient (pt) stated that they used to get excellent quality, but now every time they try to charge their ins, it would fail. Pt confirmed they got excellent quality the day before yesterday but had not gotten excellent much anymore. Pt noted they were able to charge the ins to 100% yesterday but today, the ins charge sessions kept failing. Patient notified their manufacturer representative (rep) about this issue and they reset the controller with the pt and advised them to call patient services (ps) as they believed there was something wrong with the recharger (rtm). During the call, pt confirmed no visible damage to the rtm cord and controller charging port. Pt reset the controller and started an implant charge session and saw poor recharge quality appear right away on the screen. Pt confirmed their controller was 100% and their ins dropped in charge from 40% to 30%. Pt said they saw recharging good and excellent. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm.  Additional information was received. Pt called back into ps stating that they have not received their replacement yet, and they were told they would have it by friday. Pt stated their back and leg were killing them and that their pain was getting out of control, due to not being able to use their stimulation. Ps reviewed fedex report with the pt,  and provided tracking number. Pt called back reporting that they were trying to charge their ins with the new rtm they received today but keep getting no device found. Pt stated that the equipment has been giving them trouble and they got the rtm re placement later than they were supposed to. Pt noted that they tried to start a charge session 3 or times and were unsuccessful. Pt mentioned that this is too much, and they want a different rtm; pt added that their ins was all the way dead. Ps walked them through attempting to start a charge session; pt got no device found and entered passive recharge and the number values were 81, 82, 83. Pt reported that they got poor recharge quality and then no device found; pt added that shortly after they then got the message lost connection to implanted device. Pt stated that they had the rtm right over their ins and that they want to have the ins taken out and replaced with the non-rechargeable ins. Ps attempted to redirect patient to their healthcare provider (hcp), but the pt was escalated about their equipment. Pt tried passive recharge again and got no device found and poor recharge quality; ps advised that they follow up with their hcp and pt stated they already called their doctor, and the doctor called them back this morning. Pt noted that they did not sleep last night because of the pain and wish they never got their current ins. Pt mentioned that if they knew all of this, they wouldn't have gotten the ins. Ps redirected the pt to their managing hcp to further address the issue. Pt called back from number on file and mentioned they got a replacement item "belt thing". Pt mentioned their hcp was going to replace the ins on the 11th with a non-rechargeable. Pt asked if they can send back items in box with the return label that was provided. Ps asked clarify ing question but was unable to hear a response from pt. Ps informed them that they were unable to hear them. Ps attempted to call pt back 3 times and was unable to get in contact with pt. A voicemail was left for callback. Pt called back in stating they were sending backthe old equipment. Pt stated they have an appointment on the 11th of next month to replace ins with non-rechargeable because the ins they have now has shifted and that is why the ins was not charging. Ps reviewed to send back old rtm and keep external equipment until the ins has been replaced. 2024-jul-10 e1 (rep): additional information was received from a manufacturer representative (rep). It was reported that all issues with this patient have been resolved. The patient figured out the charging. The rep spoke with the staff and they let the rep know that the patient is not planning for a replacement and the patient has cancelled. 2024-oct-25 e2 (rep) additional information received from a manufacturer representative (rep). It was reported that the healthcare provider and patient decided that it was in the best interest to upgrade device to a non-rechargeable device.

Event description:
Information was received from a patient regarding an external device. It was reported that they were unable to charge their implanted neurostimulator (ins). Patient (pt) stated that they used to get excellent quality, but now every time they try to charge their ins, it would fail. Pt confirmed they got excellent quality the day before yesterday but had not gotten excellent much anymore. Pt noted they were able to charge the ins to 100% yesterday but today, the ins charge sessions kept failing. Patient notified their manufacturer representative (rep) about this issue and they reset the controller with the pt and advised them to call patient services (ps) as they believed there was something wrong with the recharger (rtm). During the call, pt confirmed no visible damage to the rtm cord and controller charging port. Pt reset the controller and started an implant charge session and saw poor recharge quality appear right away on the screen. Pt confirmed their controller was 100% and their ins dropped in charge from 40% to 30%. Pt said they saw recharging good and excellent. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm. Additional information was received. Pt called back into ps stating that they have not received their replacement yet, and they were told they would have it by friday. Pt stated their back and leg were killing them and that their pain was getting out of control, due to not being able to use their stimulation. Ps reviewed fedex report with the pt,  and provided tracking number. Pt called back reporting that they were trying to charge their ins with the new rtm they received today but keep getting no device found. Pt stated that the equipment has been giving them trouble and they got the rtm replacement later than they were supposed to. Pt noted that they tried to start a charge session 3 or times and were unsuccessful. Pt mentioned that this is too much, and they want a different rtm; pt added that their ins was all the way dead. Ps walked them through attempting to start a charge session; pt got no device found and entered passive recharge and the number values were 81, 82, 83. Pt reported that they got poor recharge quality and then no device found; pt added that shortly after they then got the message lost connection to implanted device. Pt stated that they had the rtm right over their ins and that they want to have the ins taken out and replaced with the non-rechargeable ins. Ps attempted to redirect patient to their healthcare provider (hcp), but the pt was escalated about their equipment. Pt tried passive recharge again and got no device found and poor recharge quality; ps advised that they follow up with their hcp and pt stated they already called their doctor, and the doctor called them back this morning. Pt noted that they did not sleep last night because of the pain and wish they never got their current ins. Pt mentioned that if they knew all of this, they wouldn't have gotten the ins. Ps redirected the pt to their managing hcp to further address the issue. Pt called back from number on file and mentioned they got a replacement item "belt thing". Pt mentioned their hcp was going to replace the ins on the (B)(6) with a non-rechargeable. Pt asked if they can send back items in box with the return label that was provided. Ps asked clarifying question but was unable to hear a response from pt. Ps informed them that they were unable to hear them. Ps attempted to call pt back 3 times and was unable to get in contact with pt. A voicemail was left for callback. Pt called back in stating they were sending back the old equipment. Pt stated they have an appointment on the (B)(6) of next month to replace ins with non-rechargeable because the ins they have now has shifted and that is why the ins was not charging. Ps reviewed to send back old rtm and keep external equipment until the ins has been replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that all issues with this patient have been resolved. The patient figured out the charging. The rep spoke with the staff and they let the rep know that the patient is not planning for a replacement and the patient has cancelled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.